Event description:
It was initially reported that he patient was having an increase in seizures. When diagnostics were run it was determined that the patient had high impedance (dcdc ¿ 7) with end of service ¿ no. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
As described in follow-up report #1, once the generator was replaced, the lead impedance was within normal limits. Therefore, the suspect device should be the generator and not the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Additional information was received that the patient had a generator replacement. The pre-operative diagnostics showed a dcdc of 6. Once the generator was replaced lead impedance was within normal limits (3342 ohms and 3589 ohms). The generator was not at end of service.

Manufacturer narrative:
Brand name, corrected data: information received indicates that the event should be captured on a different suspect device. Information has been corrected on this report. Type of device, corrected data: information received indicates that the event should be captured on a different suspect device.information has been corrected on this report. Model #, serial #, lot #, expiration date, corrected data: information received indicates that the event should be captured on a different suspect device. Information has been corrected on this report. If implanted, give date, corrected data: information received indicates that the event should be captured on a different suspect device. Information has been corrected on this report. Device manufacture date, corrected data: information received indicates that the event should be captured on a different suspect device. Information has been corrected on this report.

Event description:
The explanted device cannot be returned as it was discarded by the nurse.